Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was 396 mg/dl with a medium level of ketones. Insulin injections were administered to address the bg level. The customer did not know the cause of the high bg. The customer declined tandem technical support's offer to troubleshoot and was to use insulin injections to manage diabetes as per the healthcare provider's request.